Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 445mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 267 mg/dl at the time of the call. Troubleshooting was performed and found that the drive support cap was normal and customer had a crimped cannula yesterday. Troubleshooting also found that the pump alarmed no delivery. Customer was able to prime and rewind pump and indicated that everything was fine. No further assistance was necessary as the pump was operating as designed.